Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). On (B)(6) 2012: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #2). As reported, the attorney alleges general allegations against the bard/davol ventralex (device #1 and device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). (B)(6) 2012: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #2). As reported, the attorney alleges general allegations against the bard/davol ventralex (device #1 and device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with periumbilical incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿an infraumbilical incision was made. A large incarcerated incisional hernia was noted. The hernia was dissected free from the surrounding tissues. The hernia sac was excised. The contents were reduced. A ventralex mesh (device 1) was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with excision of ventralex mesh (device 1) and implant of ventralex mesh (device 2). Per op notes, ¿the hernia recurrence in the right side of the previously placed mesh (device 1) were noted. The mesh (device 1) had appeared to have slipped to the left side and exposed recurrence. Once the old mesh (device 1) was freed from the adhesions and surrounding tissues and the mesh was excised entirely. A large recurrent defect was noted and reduced. A ventralex mesh (device 2) was placed and tacked.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI no), d.6b, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: g4 (PMA/510(k). This supplemental emdr represents the bard/davol ventralex mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.